Manufacturer narrative:
(B) (4).

Event description:
In (B) (6), the health care provider reported that the pt was bleeding from his refill access point. There was an obvious, palpable hematoma noted directly over the anterior surface of the pump. It was later reported that the pt had surgery on (B) (6) 2010 to remove a suspected seroma at the pt's pump site. The suspected seroma was stated to likely be related to the hematoma found in (B) (6) 2010. It was stated that there was a lot of blood present from the pump pocket site during the surgical procedure. The pt's pump and catheter system were "still working fine." There was good "backflow" noted from the device intraoperatively. The pt was on 2000mcg/ml of lioresal. The pt will be seen in one week for follow-up with the surgeon.